Event description:
No additional info.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, h3 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be established and the foreign material was not identified. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: IFU states the detection method in bf-260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in bf-260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had foreign objects in forceps channel. It was not specified during what type of device usage the reported event occurred, there was no report of patient injury or medical intervention associated with this event.